Manufacturer narrative:
The complaint device was received for evaluation and the reported incident was confirmed. When fluid was inserted into the blue (common) stopcock joint, fluid was observed leaking from the stopcock joint. Upon further inspection of the joint, we observed an inadequate amount of glue at the stopcock joint. The root cause of the malfunction was determined to be a manufacturing operator error - not enough glue was applied on the stopcock joint during the assembly process. We have implemented a corrective and preventive action (CAPA) to address this issue.

Event description:
During pre-use check the surgeon attempted to inflate the common carotid balloon, it was noted that the pruitt f3-s polyurethane carotid shunt was leaking from the stopcock of the device. The device was not used on the patient.